Event description:
It was reported that the customer experienced a low blood glucose level; cause was not known. A specific bg value was not provided. The customer consumed carbohydrates to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.